Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had high blood glucose value. Customer's blood glucose value was 416mg/dl. Customer also reported the no delivery alarm which was resolved by troubleshooting. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated two open/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies, none were found. Ran occlusion test. Reservoir was filled with diluent and connected to a new infusion set. Installed reservoirs and connector into a 5xx insulin pump, performed insulin pump manual prime, saw fluid flow through infusion set and out catheter tip. In conclusion the reservoirs were not occluded.